Manufacturer narrative:
On (B)(6) 2016, the contact reported that a new cartridge was loaded the same day as the occlusion occurred and the occlusion was resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the infusion set site and tubing. Another occlusion alarm had occurred. The customer's blood glucose level was 200 mg/dl. A pump system check was performed using the current supplies on the pump and the occlusion appeared to be within the cartridge. The customer reverted to using insulin pens to manage diabetes until additional pump supplies can be retrieved and the cartridge can be changed.